Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# unknown implanted: explanted: product type product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the call met with their manufacturer representative (rep) today and they told caller they needed a new controller battery. The caller was told from their rep to write down the controller serial number and told to call. Caller said the controller battery was not holding a charge and it was not turning on. Troubleshooting was unable to be performed as caller did not have equipment present. Caller or pt will call back with equipment present for trouble shooting on getting the controller to charge. The manufacturer representative (rep) submitted a report that the ins was discharged and there was a recharging of the ins issue. The rep noted the patient lost their remote and recharger and they used another charger. The issue was resolved. Pt called back and repeated that they saw a rep last month who gave them their new controller as they had lost their old one. Pt clarified during this call that they were not given a battery pack, and just have aa batteries. Emailed repair to send new battery pack. Pt says they are still in the hospital due to the gallstones they mentioned during the last call and says they are "finally having surgery for it on friday".